Event description:
Orthopro/biopro canulated 2.0 screw broke at the 3/4's of the way point in the 2nd distal phanx right. Procedure: arthrodesis digital phalanx w/screw fixation & kwire right. Flexor release 2nd toe right.